Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the patient suffered and continues to suffer symptoms including, but not limited to pain, weakness, difficulty walking, trouble sitting, burning sensations, trouble bending knees, trouble sleeping, and difficulty with even simple daily living activities. Additionally, the patient has a risk of elevated cobalt and chromium metal ions in his blood stream as a result of the metal on metal implants.